Event description:
On (B)(6) 2010, patient reported he noticed insulin on the piston rod of his infusion device "once or twice". Patient stated he used a soft cloth or cotton swab to dry it out. Patient reported it was a "very, very slight amount" of insulin that only appeared on the piston rod. Patient stated the insulin was "hardly noticeable" and not enough to pour out of the cartridge compartment. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.